Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2018-09092. It was reported the patient's scs system stimulation would sometimes shut down. Diagnostics testing identified the patient's system was exhibiting high impedance. Consequently, surgical intervention was taken, the patient's scs ipg was replaced. Postoperatively, the system impedances were normal and the patient reported receiving stimulation therapy coverage.